Manufacturer narrative:
Additional information: imaging system being returned to manufacturer for evaluation. A review of the software logs found that at 9:37:05, the o-arm started to shut down as evident by the following log message: ¿system shutdown notification initiated.¿ at 9:37:13, the firmware attempted to cancel the shutdown as evident by the following log message: ¿system shutdown notification aborted.¿ however, the shutdown process started again at 9:37:16. At 9:37:19, the firmware made another attempt to abort the shutdown. The abort was late and the o-arm shut down at 9:37:30. The o-arm firmware initiated a shutdown. However, the logs did not indicate the reason for the shutdown. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported issue, of the imaging system entering standalone mode, was resolved by reloading the application software onto the system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while testing the system, the imaging system entered standalone mode when powered on. No additional information was provided. There was no patient present when this issue was identified.